Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for unrelated medical reasons, namely a hematoma and pain over the implant site. Further, the device was implanted more than 8 years and no allegation was made against the device. Despite requested several times, no further information has been received from the field. This is a final report.

Event description:
The user suffered from severe pain and hematoma. The device has been explanted on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from severe pain and hematoma. The device has been explanted on (B)(6) 2018.